Event description:
On 2021-03-16, information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.125 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient had a headache post pump and catheter implant. A cerebrospinal fluid (csf) leak was discussed with technical services but, per the rep, nothing had been confirmed yet and the doctor planned to see the patient the week of this report. The rep was wondering if this issue was more prevalent when using the 8780 catheter. On 2024-03-08, the pump and catheter were received by the manufacturer with no additional information, indicating that a system explant occurred.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.